Event description:
It was reported, the patient experienced discomfort at the ipg site. It was also reported, the patient's ipg is located at his waistline and is painful whenever he wears his required waistline accessories for work. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2013 and had the ipg relocated. The patient is recovering well and reports effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.